Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to stenosis, caval thrombosis, organ perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), a cordis type filter was identified per scan imaging done. The type of filter was not identified, and the exact implant date is unknown. The patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting of the filter, stenosis and caval thrombosis, becoming aware of these events approximately ten years after the filter implantation. The patient further asserts to have suffered from shortness of breath, chest pain, abdominal pain, numbness and tingling of bilateral upper extremities post implant, and experienced anxiety related to the filter. A copy of an image of a computerized tomography (CT) scan was received for review; however, a radiological report was not provided.

Manufacturer narrative:
It was reported that a patient underwent placement of an unspecified vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, caval thrombosis, perforation of organ and tilting. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting of the filter, stenosis and caval thrombosis, approximately ten years post implant. The patient also reported shortness of breath, chest pain, abdominal pain, numbness and tingling of bilateral upper extremities post implant, and anxiety related to the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombosis of the filter and/or vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events is unknown. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath, pain, numbness, tingling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a correlation between the device and the events could not be clarified or confirmed. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an unspecified vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, caval thrombosis, perforation of organ and tilting. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombosis of the filter and/or vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events is unknown. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to stenosis, caval thrombosis, organ perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.